Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a noise episode, and a request was made to have device data analyzed by technical services (ts). Per ts, the noise episode in question appears to be external noise. Ts also noticed a significant change in shock impedance and thoracic impedance in the weeks prior to the noise episode. Ts questioned if it was possible the patient was hospitalized and underwent a test or procedure on the date of the noise episode. There are no other episodes of noise seen and no counters suggestive of noise. No adverse patient effects were reported. This crt-d remains in service.